Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 0.086"- 0.051" in size, was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the monpolar curved scissors instrument was noted with a broken plastic connector. The procedure was completed with no reported injury.